Manufacturer narrative:
The distributor has been informed of the risk of perforation of the sachet, and we are requesting to stop any sale of this device. A letter of warning will be sent to him reminding what is already written on the instruction of use enclosed on each box of devices, that "do not use if the package is damaged." We are asking our distributor to forward this letter to his customers.

Event description:
A potential distributor has informed us that three sachets were perforated in their box of 25. Perforation caused by the device itself, event giving a defect of sterility. Acting of samples, we do not have any guarantee as for the handling of the sachets by another person other than a health professional. It acts of an isolated case on 3956 devices distributed to date.